Manufacturer narrative:
Batch review performed on 07-oct-2024: lot 2001675: (B)(4) items manufactured and released on 18-jun-2020. Expiration date: 2025-06-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 07-oct-2024: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2002931: (B)(4) items manufactured and released on 15-jul-2020. Expiration date: 2025-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years after the primary, the patient has been revised because of femoral and tibial components mobilization. It was reported that the patient started to experience problems immediately after the primary. During the revision, the femoral implant came off immediately and a little amount of cement remained on the condyle of the device. All implants have been revised successfully.